Manufacturer narrative:
Pump received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 130mg/dl at the time of the incident. The customer reported that the reservoir lip was damage. Reservoir slips out while customer is asleep. Customer is not sure how the damage occurred. Customer states the part of the piston fell out of the pump and onto the kitchen counter. The customer reported that the thread cracked off and does not hold reservoir and is not being held securely. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.